Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 509mg/dl. The customer was advised to calibrate when blood glucose level was stable, otherwise they would continue to receive calibration and change sensor errors. No further assistance provided at this time.